Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results for two (2) patients on the unicel dxi 600 access immunoassay system (serial number (B)(4)). This MDR addresses the results for patient number one (1) obtained on (B)(6) 2015. The initial elevated access accutni+3 result for patient number one (1) was not reported outside the laboratory. The customer repeat tested the sample on this unicel dxi 600 access immunoassay system six (6) times and obtained lower results, within the normal reference range of the assay. The customer repeat tested the sample on an alternate unicel dxi 600 access immunoassay system (serial number (B)(4)) five (5) times and obtained lower results, within the normal reference range of the assay. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Mdr2122870-2015-00370 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for patient number two (2). Quality control (qc) and the access accutni+3 calibration were within assay specifications. The patient samples are collected in lithium heparin gel separator tubes. The samples were centrifuged at 4500 revolutions per minute (rpm) for five (5) minutes. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to verify the instrument's performance. The fse verified reagent pipettor alignments and probe pressure calibrations. The fse ran a system check which failed the unwashed portion. The fse removed and cleaned the probe pumps and valves. The fse ran a passing system check. The fse ran a high sensitivity system check which failed the no foam portion. The fse removed the wash valve pump assemblies, cleaned them and reinstalled. The fse changed the aspirate probe tubing and aspirate probes due to uneven aspiration. The fse verified the pick and place and wash wheel alignments. The fse ran a system check which failed the unwashed portion. The fse repeated the unwashed portion of the system check which passed. Post service activities completion, the fse performed successful hardware and system verification tests. In conclusion, the cause of the non-reproducible access accutni+3 results was due to a system malfunction, although no one part can be identified as the sole contributor. All MDR's associated with this report: mdr2122870-2015-00370.